Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6) batch/lot number: 7173643. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Serial number: (B)(6). Batch/lot number: 38032597. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced lead migration due to suture failure. The patient underwent a revision procedure in which the leads and clik anchors were replaced and repositioned. The explanted devices will not be returned as they were disposed by the medical facility. The patient was reported to be doing well postoperatively.